Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, a cracked reservoir tube lip and cracked battery tube threads. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and damage on the insulin pump. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised they had several cracks on the insulin pump. Customer advised the reservoir compartment, lcd display screen and above the up button all had cracks. Troubleshooting for high blood glucose was performed. Customer advised the damage on the insulin pump was not the reason for their hospitalization. Customer experienced a headache, nausea, frequent urination and migraines. Customer advised they went to the hospital and were hooked to the IV and given other fluids as well. Customer advised they were very stressed about getting things done which led to high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.